Event description:
Customer reported that she has been experiencing low blood glucose for 6 days. Current blood glucose was 29 mg/dl; customer drank juice and ate. During troubleshoot, customer was instructed to disconnect from insulin pump. It was stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer stated most recent infusion set and reservoir change was the current day. She was disconnected during the prime sequence. Customer stated that the programming is accurate. The reservoir is showing the same amount of insulin as shown on the status screen. No unusual events or over blousing found. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.